Manufacturer narrative:
Of the 6 malfunctions, 2 lot numbers were provided and 2 lot history reviews were performed. None of the devices were returned to bd for evaluation, however, 5 of the 6 malfunctions provided medical records. Difficult to remove and malposition of device was confirmed for 5 devices and difficult to remove and malposition of device was inconclusive for 1 device. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported malfunction indicated that model ec500f vena cava filter allegedly was difficult to remove and experienced a malposition of device. This report was received from various sources. Of the 6 alleged malfunctions, 6 involved patients with no patient consequences. The 6 patients ranged from (B)(6) years of age and (B)(6) kg. Of the reported patients, 4 were male and 1 was female. The age of the remaining patient was not provided.

Manufacturer narrative:
H10: of the six malfunctions reported, the product catalog number of two devices was updated to unknown filter. Lot numbers were provided for two malfunctions and lot history reviews were done. Medical records were provided and reviewed for six malfunctions. For 5 of the 6 malfunctions, the investigation is confirmed for difficult to remove and tilt. The remaining one malfunction is confirmed for difficult to remove but inconclusive for tilt. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six (6) malfunctions. A review of the reported malfunction indicated that model ec500f vena cava filter allegedly was difficult to remove and experienced a malposition of device. This report was received from various sources. Of the 6 alleged malfunctions, 6 involved patients with no patient consequences. The 6 patients ranged from 22-71 years of age and three patient's weights were provided a 81 and 144kg. Of the reported patients, 5 were male and 1 was female. The weight of the remaining patient was not provided.